Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph (B)(4) without the suction port seal and was visually inspected. Result: visual inspection revealed no damage to the catheter mount. Conclusion: we were unable to determine the cause of the seal detachment without evaluating the seal itself. This is the only complaint of this nature that we have received for the rt021 catheter mount. All rt021 catheter mounts are visually inspected and pressure tested during production and those that fail are rejected. This suggests that the reported damage occured after the subject device was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the suction port seal of an rt021 catheter mount came apart from the tubing when connected to the ventilator. There was no patient involvement.